Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, no drops of insulin were seen exiting the cartridge tubing. Blood glucose (bg) was in the 500's mg/dl with diabetic ketoacidosis. Customer went to the emergency room and was subsequently hospitalized. Reportedly, a healthcare provider identified the ketone level to be dangerous. Bg was treated with intravenous fluid and drip insulin. Customer was released from the hospital on approximately (B)(6) 2017.